Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported socket connection issues, and the scopes are loose when connecting a camera during a set up involving an olympus video system center. There were no reports of patient harm.